Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead and atrial lead had low to no sensing, inadequate impedance measurements and high capture thresholds. The physician elected to reposition the leads because they were not in the right position via review of x-ray. When the physician retracted the helix and repositioned the rv lead, the helix would not redeploy. The rv lead was extracted and a new lead was successfully implanted. The ra lead was repositioned without difficulty. The patient was asymptomatic and had no adverse consequences. Patient was stable prior, during and after the procedure.